Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device was requested for return but was not available.

Event description:
The customer complained of a questionable inr result from coaguchek meter serial number (B)(4). At 7:04 am, the result from the meter was 4.4 inr and the customer's coumadin dose was adjusted. Later in the day, the customer stated that her right foot became cold to the touch, discolored, and she was not able to bear weight on it. On (B)(6) 2018, the customer had an ultrasound and was diagnosed with a blockage from her groin to her ankle inside a previous bypass in her right leg. On (B)(6) 2018, the customer was taken off of coumadin and began taking heparin IV and vitamin k. On (B)(6) 2018, the customer had two procedures to repair the blockages in her right leg. The customer had a "hemolytic and angiogram using tpa" and a "balloon procedure" to open the clot. Medical assessment of the event determined there was no indication the result of 4.4 inr from the coaguchek xs meter on (B)(6) 2018 caused or contributed to the adverse event as the result was above the therapeutic range for the patient. Any reduction in the coumadin dose based on the result could not have led to a decrease in the inr to a value lower than the therapeutic range on the same day. In general, peripheral artificial vascular bypasses are very susceptible to occlusion. The customer's therapeutic range was 3.0 - 3.2 inr. The customer was not anemic, had no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, and no bleeding or bruising. The suspect product was requested to be returned for investigation. The returned meter was tested with the current master lot and tested with quality control materials. Qc 1: 2.4 inr; qc 2: 2.4 inr; qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The returned material met the specification. Retention test strips (lot 281241) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 281241) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.